Manufacturer narrative:
(B)(4)

Event description:
The patient presented to the emergency department with neurological symptoms; arousable with periods of syncope lasting 30-60 seconds. Became apnic and was intubated. Subject became pulseless and CPR was initiated. V tach code. Admitted to ICU and is still there as of this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.